Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that post-procedure, the patient suffered an ischemic stroke due to the subject stent was not opened on the proximal end. The physician was unable to re-access the subject flow diverter to open the proximal part. The patient's anatomy was reported to be moderately tortuous and had a short tight landing zone. The patient current condition was unknown and no further information was available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the information provided in the complaint, it is not clear if the subject flow diverter caused the patient stroke. Access was through the femoral artery. The associate device used in conjunction with the subject flow diverter during the procedure was a long sheath, an intermediate catheter and a microcatheter. The subject flow diverter was confirmed to be fully deployed during the procedure. The anatomy was not extremely tortuous. Regular imaging was done immediately post procedure to show that the flow diverter was fully open. The flow diverter did not fully oppose the vessel wall proximally when it was deployed, the ledge on the proximal end meant the flow diverter was not fully open and fish mouthing effort. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue of the stent failed/unable to open. An assignable cause of anticipated procedural complication will be assigned to the reported event of patient stroke as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. H3 other text : device not returned for evaluation.

Event description:
It was reported that post-procedure, the patient suffered an ischemic stroke due to the subject stent was not opened on the proximal end. The physician was unable to re-access the subject flow diverter to open the proximal part. The patient's anatomy was reported to be moderately tortuous and had a short tight landing zone. The patient current condition was unknown and no further information was available.